Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient was undergoing cardiac surgery and had a mac catheter placed. Patient had an allergic reaction to chlorhexidine and went into anaphylactic shock. Patient coded and was down for 15 minutes. Patient was resuscitated." The patient was intubated prior to the event and was given medications, intravenous fluids, and mechanical circulation support. They were later sent to the ICU. The patient's current condition is reported as "stable".

Event description:
It was reported "patient was undergoing cardiac surgery and had a mac catheter placed. Patient had an allergic reaction to chlorhexidine and went into anaphylactic shock. Patient coded and was down for 15 minutes. Patient was resuscitated." The patient was intubated prior to the event and was given medications, intravenous fluids, and mechanical circulation support. They were later sent to the ICU. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Clinical and medical affairs (cma) has been previously contacted regarding complaints of this nature. Based on consultation with cma, the patient in this clinical scenario appears to have had an anaphylactic reaction. This diagnosis is correlated to the elevated serum tryptase that was reported by the customer. Acute elevation of serum tryptase indicates degranulation of mast cells which occurs either due to an ige-mediated mechanism or may result from direct degranulation of mast cells through non-ige-mediated. The rise in tryptase levels starts to be detected in serum within minutes of anaphylaxis and often correlates with the severity of the anaphylaxis. Approximately 2% of the adult population have a chlorhexidine allergy. Many of these individuals are not aware of the sensitization or allergy to chlorhexidine. The most common allergic reactions described to chlorhexidine are delayed reactions (type IV hypersensitivity), t cell mediated, and occur after exposure to the antiseptic for topical use. Contact dermatitis is the most frequent manifestation. This topical administration can cause sensitization for patients that can lead to more severe clinical allergic manifestations. Immediate reactions (type I hypersensitivity) have been reported, but much less frequently , and symptoms can range from urticaria to anaphylaxis with a risk of cardiorespiratory arrest and death. Exposure of a sensitized individual to a chlorhexidine coated catheter can lead to extreme allergic reactions due to the blood flow in the central circulation. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "contraindications: the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine acetate, silver sulfadiazine, and/or sulfa drugs. Remove catheter immediately if adverse reactions occur after catheter placement... Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs." The customer report of a catheter related allergic reaction was confirmed based on the additional information provided by the customer. The customer stated that the patient had elevated tryptase levels in blood samples which, per consultation with clinical and medical affairs, is indicative of an anaphylaxis event. It was determined that "unintentional use error - patient condition" likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.